Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer had high blood glucose readings in the 500's to 600's mg/dl. The customer treated the high blood glucose readings with novolog pens. The mother stated that the cannulas were not bent on the infusion sets. The mother stated that there were 6 infusion sets that had been bent. The customer will be sent replacement sets.